Event description:
It was reported that during a ptca procedure, the radiopaque tip of the pt2 moderate support 185 cm j-tip guide wire borke off in the patient. After advancement of the pt2 moderate support 185 cm j-tip guide wire down the diagonal, the radiopaque tip snapped and broke off in the patient. The broken tip floated further distally down a small branch off of the diagonal. The physician and surgeon decided to leave the tip in the artery. A 2.75x28 liberte' stent was deployed using this wire. Patient status is listed as "stable".

Manufacturer narrative:
The wire has not been returned for analysis as of this date.